Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced bipolar disorder mania. The diagnostic methods included an examination on (B)(6) 2017 that resulted in the identification of the event. The etiology was noted as related to the device/therapy, not related to the implant procedure, and due to programming. The patient's most recent reprogramming/device interrogation date prior to the event was on (B)(6) 2016. The actions/interventions taken to resolve the event included reprogramming the implantable neurostimulator (ins) on (B)(6) 2017; the event resulted in an in-patient hospitalization. It was also noted that the event was considered resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.